Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned and analysis revealed a depression on the outer insulation. It was also noted that at some time, the lead was not fully inserted into the device. Concomitant medical products: 6984m adaptor, (B)(6) 2006; 1581 competitor lead, (B)(6) 2006. (B)(4).

Event description:
The right atrial (ra) lead was returned to the manufacturer with no information after being explanted. The ra lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.